Event description:
Approximately one year and nine months after hvad implantation, the patient's controller had a brief episode in which the controller display went blank during the exchange of one power source. The patient reports a continuous sounding alarm and the alarm indicator was illuminated red. The controller screen "rebooted" and the alarms cleared without any intervention. The battery has been exchanged and no patient injury was reported. Preliminary log file review confirms a brief loss of power on the date of the event. Investigation is ongoing.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that as the patient proceeded to exchange a depleted battery on port one (1), the controller started alarming and the screen went blank despite there being a fully charged battery on port two (2). There was no reported patient injury as a result of this event. The battery was returned for evaluation and various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Analysis of the device revealed that the battery met specifications and passed visual inspection and functional testing. Review of the controller logs files confirmed a loss of power to the controller on (B)(4) 2014, and a controller power up (B)(4) 2015 indicating that both power sources were disconnected from the controller. The most probable root cause for the reported event may be attributed to a communication error between the controller and battery. The manufacturer has an open internal investigation to evaluate these types of issues. On april 30, 2014, heartware issued a field safety notice (fsca apr2014)/ rc-2014-rn-00510-1 and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction" in which patients were advised to treat all battery alarms in accordance with the patient manual and IFU. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.